Event description:
A device was returned to a third-party service center for evaluation. During evaluation the debug technician noticed that the pca had a thermal event. Following the evaluation the third-party service center sent the device to the manufacturer¿s product investigation lab (pil) for additional testing and investigation at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.